Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The previous one I purchased was not a 2 piece product and was good for over 1 year! I am very unhappy with your current product. I previously purchased a single pack protector which lasted me over 2 years. I purchased a double pack this time and it appears that you have changed your product from a harder material single piece structure to a softer inside material with a hard bottom. After slightly more than 2 months the two layers have separated. Very disappointing--I wish I hadn't purchased the double pack... I no longer have my receipt--is there any recourse or do you recommend a different version which is more like the original one I bought? In the short two weeks after carefully molding the 2nd guard from this 2pack according to your advice the new one fell apart! I am enclosing both for replacement--possibly with a more heavy duty one if you have any? The previous one I purchased was not a 2 piece product and was good for over a year. Per customer complaints: product returned.